Event description:
Reporter alleged the customer had been hospitalized for 3 months due to having received a result of hi on the meter which represents a glucose value > 600 mg/dl. Customer did not provide the location of the testing, however, indicated not having any high glucose symptoms during that time. It was stated the test strips being used at the time were expired. Reporter stated there were discrepant results of hi on the customer's advantage compared to the clinic reading of 100 mg/dl. No specific time between testing was reported other than referencing back to back testing. No treatment information was provided, however, it was stated the customer may have been treated for diabetes as well as other conditions not related to diabetes. A request was made for the return of the suspect device and replacement product was sent.